Manufacturer narrative:
The following devices were also listed in this report: delta v-40 ceramic head 28/0; cat # 6570-0-128; lot # 15656851 exeter v40 stem 50mm no1l125; cat # 0580-3-501: lot # g8250965 it cannot be determined which, if any of these devices may have caused or contributed to the patient's experience. Review of the device history records indicate devices were manufactured and accepted into final stock with no relevant reported discrepancies. There have been no other similar events for the lot referenced. It was noted that the device is not available for evaluation. Should additional information become available, it will be provided in a supplemental report upon completion of the investigation. H3 other text : not available

Event description:
Allergic reaction was confirmed on the slin of the implant site one week after the bha surgery.